Manufacturer narrative:
Batch review performed on 24 february 2022: lot 2008709: 25 items manufactured and released on 04-nov-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, 11 of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.